Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to over-torqueing/over-engaging the driver with the screw head.

Event description:
On (B)(6) 2023, it was reported by a distributor via sems that an ar-8737-38 hexalobe driver broke off. This was discovered during a case, device broke during use. Per facility: "{surgeon}, an experienced hip surgeon, attempted to fix an os acetabuli with 4.0 headless compression ft, and after inserting the 1.1 k wire and drilling with cannulated 3.2 drill. The screwdriver tip twisted and left a part of the tip inside the head of the screw, making it impossible to continue inserting that screw.{surgeon} retrieve screw 4.0x50mm along with the tip of the screwdriver.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.